Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected the new battery. The customer¿s blood glucose was over 200 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump randomly shuts off and had battery issues. The customer changed batteries more frequently, and stated that they changed battery every one to two week and insulin pump rejected new batteries. The customer also stated that insulin pump had no delivery alarms more frequently. The customer stated that they put a new battery in some hour later insulin pump shows the battery was almost dead. The devise will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm. No low battery alert and no blank display anomaly during test noted.